Manufacturer narrative:
Analysis of the instrument and instrument data indicated that the cause of the discrepant ca results is unknown. Instrument data was examined and no mechanical issue was identified. The issue is under investigation by siemens healthcare diagnostics.

Event description:
Discrepant calcium (ca) results were obtained on dimension vista instrument dv330498. The customer reported they obtained discrepant calcium results when compared to the results with an alternate vista instrument which they regarded as correct. It is unknown if patient results were reported to physicians. It is unknown if patient treatment was altered or prescribed on the basis of the discrepant ca results. There was no report of adverse health consequences as a result of the discrepant ca results.